Event description:
A study investigator reported a subject who experienced a retinal tear following an intraocular lens (iol) implant surgery. The patient presented with posterior vitreous detachment, decreased vision and vitreous hemorrhage prior to the retinal tear. The retinal tear was treated with cryoetinopexy the following day. According to the study investigator, the event was unrelated to the iol or the study procedure. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could to identify a root cause. According to the study investigator the event was unrelated to the iol or the study procedure. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. (B)(4).